Event description:
A supplemental report is being submitted due to completion of the investigation and confirmation of lot number on 26 feb 2026.

Manufacturer narrative:
Device evaluation 01 unit of lot c2058014 of ttso-8.5-10 was returned opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 05 feb 2026. Refer to the product return object (B)(4). Visual inspection: stent and flap protector returned. No visible damage or defects observed on the stent. No stiffness present/felt and no issues with material flexibility or integrity. Functional inspection: 0.035 inch wire guide passes through device with no issues, flap protector loads onto duodenal end of stent with no issues. The reported failure was not observed. Clarification was received from the customer that c2058014 was the correct lot number and this field was updated to as a result. Manufacturing records review: prior to distribution, all devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ttso-8.5-10 device of lot number c2058014 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035 inch. It is known that a 0.025 inch wire guide was used with the device. There is evidence to suggest the user did not follow the IFU/label. The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Additionally, from the information received, it is known that device and wire guide were not inspected for damage prior to use. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. A 0.025" wire provides less support than a 0.035" wire which may not provide enough push-ability or stability, making it harder to advance the stent. Due to this reason, stent might not be advancing which may cause the user to feel that stent is stiffer. This has been confirmed in the engineer input. . Based on input from the manufacturing team, no recent changes have been made to the manufacturing process or materials. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Corrective action/correction: CAPA-00022 (pr-387756) addresses any necessary corrective actions as a result of this failure mode. Summary: confirmed qty of devices: 01 device confirmed used. Complaint is confirmed based on customer and/or rep testimony. Investigation findings conclude a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. A 0.025" wire provides less support than a 0.035" wire which may not provide enough push-ability or stability, making it harder to advance the stent. Due to this reason, stent might not be advancing which may cause the user to feel that stent is stiffer. According to the information provided, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ercp was being performed in cbd. The physician tried to insert ttso but the stent was too stiff to push inside the duct. He tried 3 times but failed. Finally he replaced boston double pigtail stent and inserted successfully. 1. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. => this hospital has a storage cabinet with push-pull handle inside the ercp room. 2. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? => visiglide 025 450cm, straight type was used in this case. 3. Was the wire guide lubricated prior to use? =>yes 4. Was the wire guide inspected for damage prior to use? => no 5. Was the device at the center of the complaint inspected for damage prior to use? => no 6 .were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? => no (if yes, please indicate the procedure performed.) 7. Did the patient involved exhibit altered anatomy or tortuous anatomy? => no 8. What intervention (if any) was required? => no interventions were required. 9. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? => same procedure 10. Were any other defects observed on the device prior to return (other than the reported complaint issue? No (if yes, please detail any other defects observed.) 11. Had a sphincterotomy been performed prior to this occurrence? No 12 .what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus, tjf-260 13. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No 14. Please indicate the location in the body where the stent device was to be placed (i.e., biliary duct was resistance encountered when advancing the wire guide to the target location? Yes, · was resistance encountered when advancing the introduction system in place to the target location? Yes, (how did the physician deal with this resistance?) 15. How did the physician determine the length of the stent to be used for the procedure? => he determined by ercp and angiography. 16. Where was the stricture located in the duct? => middle of the cbd · was the stricture dilated prior to placing the device? (If so, please indicate what device(s) were used.) · was resistance encountered when advancing the stent through the obstructed area? Yes, 17. After placement, was stent position verified? N/a, yes, no (if yes, please describe how) stent couldn¿t be placed. 18 .please estimate the amount of time the stent was in place prior to this occurrence. Less than 5 minutes. 19. Did any section of the device detach inside the endoscope or patient?, no (if yes, please specify what section of the device broke off:) · please indicate whether the device broke in the endoscope or in the patient. N/a, · was the broken device retrieved? No (if yes, please indicate what tools were used during retrieval (e.g., basket, balloon, snare, forceps etc.): 20. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g., guiding catheter shortened, stent cut etc.) N/a, yes. No (if yes, please indicate what modifications were made:) just the stent insertion failed. Any other devices were out of function. · please indicate why the modifications were necessary. 21. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No other devices were used. 22. Did the patient require any additional procedures as a result of this event? No 23. What intervention (if any) was required? Any further secondary procedures were required regardless replaced another stent insertion. 24. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 25. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No (if yes, please specify what was observed and where on the device it was observed.).

Manufacturer narrative:
Device evaluation: 1 unit of ttso-8.5-10 of lot number unknown device was not returned for evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review: prior to distribution, all the devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for ttso-8.5-10 of lot number unknown did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035"). It is known that a 0.025 inch wire guide was used with the device. There is evidence to suggest the user did not follow the IFU/label. The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Additionally, from the information received, it is known that device and wire guide were not inspected for damage prior to use. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿ root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. A 0.025" wire provides less support than a 0.035" wire which may not provide enough pushability or stability, making it harder to advance the stent. Due to this reason, stent might not be advancing which may cause the user to feel that stent is stiffer. This has been confirmed in the engineer input. Based on input from the manufacturing team, no recent changes have been made to the manufacturing process or materials. Corrective action/correction: CAPA-00022 (pr (B)(4)) addresses any necessary corrective actions as a result of this failure mode. Summary: confirmed qty of devices: 01 device confirmed used. Complaint is confirmed based on customer and/or rep testimony. Investigation findings conclude a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. A 0.025" wire provides less support than a 0.035" wire which may not provide enough pushability or stability, making it harder to advance the stent. Due to this reason, stent might not be advancing which may cause the user to feel that stent is stiffer. According to the information provided, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 15-aug-2025.